Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump randomly stopped working, didn't get any alarms, battery was getting low, blank screen, and moisture under screen looked foggy. The customer's blood glucose level was unknown at the time of the incident. The customer stated the insulin pump was not dropped in water and no liquid near it. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.